Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-15960. It was reported that the patient presented in clinic for a generator replacement and possible lead replacement procedure. It was noted that the right ventricular and right atrial leads exhibited noise that was oversensed by the device. Multiple episodes of automatic mode switch were noted. The physician attempted to replace the leads but was unable to due to patient anatomy. The physician elected to cap the atrial lead on 6 oct 2020 and implant a vvi pacemaker. Programming changes were made to address the right ventricular lead. There were no patient consequences.